Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation. Two other blockers are referenced also referenced in this complaint (cat #48230000). Overall 4 blockers are reported to have disassembled post-operatively, however, the root cause is considered to be similar. Investigation is pending, once it is completed, reportability of the other blockers will be re-evaluated.

Event description:
It was reported that, "patient was originally operated on (B)(6) 2010, for scoliosis. A two stage procedure was performed with lateral dlif and posterior t11-illium fusion with stryker xia 3. The patient was brought back to operating room on (B)(6) 2010, for infection. Upon cleaning out the wound, the resident and surgeon noticed 4 xia 3 blocker missing from right side of construct. The blockers were later retrieved from muscles of patient. We reinstrumented all 4 screws missing blockers with new and also rechecked entire construct for blocker final tightening. We noticed that 2 other blockers were loose directly below right side construct where initial blockers at popped off."